Event description:
The pt was reportedly experiencing intermittencies and loss of sound. External equipment was exchanged, however, this did not resolve the issue. Revision surgery has been scheduled.